Event description:
It was reported that during the surgical procedure, the "blade" of the harmonic shears insert fell into the patient. The "blade" was retrieved and the planned surgical procedure was completed using a replacement instrument and insert. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears instrument and insert accessory were not returned for evaluation. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps." Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert. Because the instrument and insert were not returned for evaluation, the cause of the customer reported complaint cannot be determined. Per the complaints notes, the detached clamp arm was successfully retrieved from the patient.